Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was explant due to an unknown reason. The explanted lead was discarded by the medical facility and will not be returned.